Event description:
The generator was reported to latch-on in the coag mode when the surgeon's foot is removed from the footpedal. This has occurred approx three times in a five month period. The failure is very intermittent.